Event description:
Norepinephrine running at max dose of 3mcg/kg/hr through medication pump running without any alarms. Pump stating fluid was infusing as ordered but no fluid dripping in tubing or arriving to patient over multiple unknown hours. Medication changed to new pump and immediately functioned appropriately. Broken pump taken out of service.